Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during repair, the cardiosave intra-aortic balloon pump (iabp) new safety disk failed pim leak tests. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. Additional information: event site postal code: (B)(6). Getinge field service engineer (fse) verified hospital supplied safety disk, had pim leak tests failure. Getinge engineer performed new safety disk replacement (membrane leak test >6mmhg). Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The suspected faulty part was sent to getinge's failure analysis and testing (fat) for evaluation. A technician inspected the safety disk, drive side as per the cardiosave service manual and no visual damage observed. The national repair center installed the safety disk into the cardiosave test fixture and tested the disk to factory specifications per procedure and the cardiosave service manual. The membrane differential test results read 7mmhg, the factory specification is 6mmhg. The nrc verified the failure of the disk failing the membrane leak test. The disk failed testing. Further sended the safety disk to the cardiosave production department for failure analysis. The national repair center received the safety disk, drive side from the production department. Production verified the failure of the disk failing the membrane differential leak test. The safety disk failed testing. Retained the safety disk in the national repair center per procedure number 0002-07-d008 revision af. The non-conformances with the returned components were confirmed.